Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not cooling. Per wo updated on (B)(6) 2024, it was reported that the biomed wasn't sure how to test and was using a sim key with a shunt and running in normothermia. They walked through how to test the device and found it cooled fine but warmed to 27 degrees and stopped there and water level was 5. They explained it might be overfilled and biomed will drain and refill and rerun functional check.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. Per wo update, the biomed wasn't sure how to test and was using a sim key with a shunt and running in normothermia. They walked through how to test the device and found it cooled fine but warmed to 27 degrees and stopped there and water level was 5. Tech support explained it might be overfilled and biomed will drain and refill and rerun functional check. DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the biomed had the arctic sun device that was not cooling. Per wo updated on 05mar2024, it was reported that the biomed wasn't sure how to test and was using a sim key with a shunt and running in normothermia. They walked through how to test the device and found it cooled fine but warmed to 27 degrees and stopped there and water level was 5. They explained it might be overfilled and biomed will drain and refill and rerun functional check.